Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting during pulse testing) was confirmed. As received, the monitor was resetting during pulse testing. The issue was isolated to the defibrillator board. A root cause investigation is currently underway. No adverse event resulted from the monitor resets.

Event description:
A united states returned monitor sn (B)(4) indicating that it was resetting during pulse testing.